Event description:
It was reported that the event occurred when the certified nursing assistant (cna) used the maxi move passive floor lift to raise the patient from the wheelchair. The lift started to tip sideways and overturned the wheelchair. The patient in the sling hit her head on the floor. As a consequence sustained head laceration requiring 17 staples. There was no device failure found during inspection that could contribute to the event.